Event description:
After the iab was inserted, the guide wire could not be removed. The physician could not pull the guide wire back, so he removed the iab and the guide wire together as a unit. The iab was replaced and there were no pt complications.